Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No stuck menu bars were noted on the display. The insulin pump had minor scratches on the display window, cracked display window corner and a cracked reservoir tube lip.

Event description:
It as reported that the insulin pump had intermittently responsive keypad and the device was getting stuck in various menus. The customer's blood glucose was 180 mg/dl. The customer stated that the device might have been splashed with water while on a canoe trip and might have been exposed to sweat while the customer was hiking. The insulin pump was not immersed in water. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.